Event description:
Caller reported that the pump displayed a blue screen with no display, affecting their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.